Event description:
A patient was implanted (B)(6) 2013 with a hindfoot arthrodesis cannulated nail, spiral blade, end cap and two locking screws. On an unknown date, the patient returned to the surgeon, and was found to have an infection. Patient was returned to the operating room on (B)(6) 2013 and surgeon removed all implanted hardware. There was no delay in surgery time and the patients outcome was reportedly stable following the procedure. This complaint is on the spiral blade. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Hwc: additional code. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1046792 was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse effect on product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.